Event description:
An 11mm/130 degree ti cannulated trochanteric fixation nail would not allow the blade to pass through. This difficulty resulted in surgery being extended beyond original planned time.

Manufacturer narrative:
H3, h6: subject device has been rec'd and is currently in the eval process. No conclusion can be drawn at this time.